Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The unit was tested on an in-house system and passed in normal mode. The unit was also tested on a testing platform and failed the insert back electro motive force (emf) calibration test and the pot calibration test, as error 32101, 40084 and 307 was triggered. A gold insertion chipencoder virtual absolute (cva) printed circuit assembly (pca), a disk, and a gold rolling loop flat flex cables (ffc) was installed, and the errors went away. The original components were re-installed, and the errors returned. After further investigation evidence of fluid intrusion was found between the cannula mount and insertion motor housing. The complaint regarding a non-recoverable fault was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting a non-recoverable fault, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site to troubleshoot the error 40084 issues on the system. When fse was on site, he was unable to duplicate the issue. The fse noted error 31226 in the log for rx power failure and went ahead and replaced the axes controller platform (acp) 4 fiber harness (part# 372212-07), which alleviated that issue. Since the fse could not duplicate the issue, they contacted the da vinci surgery technical assistance team (dvstat) for further assistance to ensure the issue was truly alleviated. The technical support engineer (tse) noted errors 25730, 32114, and 32097, that occurred on (B)(6) 2022 indicating an issue on either universal surgical manipulator (usm) 4 or distal set up joint (dsuj) 4. The tse recommended to replace both the usm and dsuj. The fse returned to site the next day and replaced usm 4 and dsuj 4 due to multiple occurrences of error 40084 and 307. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The dsuj was analyzed for the reported problem of error 40084 and 307. The unit was placed on the system and did trigger error 480084 on the system. The dsuj was running with the returned usm 782527 to confirm, which part was faulty. The armnet 4 showed errors 40084 and 307 again. The unit was placed on pftp and passed all tests. The usm was tested with a gold distal and proximal but it did not trigger any errors on system. To address the errors seen on the system and in the field, the harness and act will be replaced. Isi reviewed the site¿s complaint history, which revealed no related or duplicate complaints involving this product and/or this event. A review of the site¿s system logs confirmed that the customer performed a malignant hysterectomy procedure on (B)(6) 2022 on system (B)(4). The probable root cause is attributed to a component failure on the dsuj. This complaint is considered a reportable event due to the following conclusion: a usm might have needed to be disabled after the start of the procedure and the surgeon would have needed to continue with the procedure robotically using 3 arms. The fse was able to reproduce the issue and replaced the usm, dsuj and fiber optic cable. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that the system had given them a non-recoverable fault. The customer stated that prior to calling in, they had soft power cycled the system several times but the issue remained. The tse reviewed the logs and found several 307 errors on the axes controller setup (acu) on armnet 4. The tse recommended a hard power cycle of the system if possible, but the customer declined and said they would call back after the case to troubleshoot. The tse collected the case information and the call ended. The field service engineer (fse) was to follow up. The customer called in at the end of the case to try a hard reset. The customer performed a hard reset and the system came up with no errors, but armnet 4 was off and greyed out. The customer would like the fse to call the operating room (or) desk as soon as possible to schedule service. The fse called in to confirm the log review and for part replacement recommendations. The tse reviewed the logs with the fse and recommended replacement of arm 4 universal surgical manipulator (usm) along with arm 4 distal set up joint (dsuj). The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.